Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization, emergency caesarian delivery and diabetic ketoacidosis. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
This report concerns the baby. On (B)(6) 2025, while the mother was approximately 29 weeks pregnant and wearing an insulin delivery pod that had been in use for approximately 25 to 36 hours, maternal blood glucose levels rose rapidly to a reported maximum of 22 mmol/l (396 mg/dl). During this time, the mother experienced abdominal pressure and perceived a change in fetal position, described as the baby dropping lower in the abdomen. Multiple insulin boluses were administered; however, hyperglycemia persisted. The mother sought urgent medical care, and both the mother and the baby were diagnosed with diabetic ketoacidosis, indicating in-utero compromise of the baby. An emergency caesarean section was performed the same day. Insulin therapy was administered to the mother during hospitalization, including novorapid injections and insulin during surgery; specific intraoperative details were not documented. The baby was delivered prematurely at 29 weeks¿ gestation and required prolonged hospitalization. The baby remained hospitalized for approximately two months and was discharged home with the mother on (B)(6) 2026. No blood glucose measurements for the baby were reported. The pod in use during the event was removed by hospital staff and discarded; therefore, it was not available for further evaluation.